Event description:
Related manufacturer reference number: (B)(4). It was reported, that patient presented in emergency department after receiving inappropriate shocks. Upon interrogation, it was observed, that, implantable cardiac defibrillator (ICD) delivered an inappropriate shock, due to a suction event. It was also noted, that right ventricular (rv) lead exhibited over sensed noise contributing to inappropriate shock. Programming changes were made. Patient condition was stable.